Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with central island in right eye post treatment. Original treatment on (B)(6) 2017. No loss of best corrected visual acuity reported. Surgeon wants to perform an enhancement procedure.